Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a magnet resonance imaging (MRI) examination on (B)(6) 2020. The implantable cardioverter defibrillator was not programmed to the appropriate MRI settings at the time and consequently went into backup vvi operation without defibrillation function. On (B)(6), the patient was called back to the clinic and the device was restored to normal function successfully. The patient remained in stable condition.

Event description:
New information received stated that the device was explanted and replaced successfully on (B)(6) 2020. There were no further adverse consequences to the patient.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the device was explanted and replaced successfully on (B)(6) 2020.

Manufacturer narrative:
Final analysis found the device was received in backup vvi operation. The device was tested on the bench, and no anomalies were found. The backup vvi operation could not be reproduced in the laboratory. The reported backup operation was consistent with external interaction with MRI as reported by the field.